Event description:
The customer reported that images from a pt head scan displayed suspicious shading in the region of interest. As a result, the pt was admitted into the hospital for observation. The following morning, a f/u scan revealed nothing in the region of interest. There was no report of mistreatment.

Manufacturer narrative:
The device was evaluated by a philips field service engineer who determined that failed detector modules caused ring artifacts. The detector modules were replaced and the device was confirmed to be performing to spec. The MDR is being submitted as a result of the temporary hospitalization that resulted from the initial scan images. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).